Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that post implant of the implantable pulse generator (ipg), battery voltage and lead impedance could not be measured. The session was ended and readings were taken and could be measured. The ipg remains in use. No patient complications have been reported as a result of this event.